Event description:
Patient stated they think their maid threw away their guardian transmitter, they stated they had an old one they are using now but it is taking a lot longer to give results and is acting erratic. Patient also mentioned they went to the hospital for an unknown reason. No additional information is available. Reference report mw5170603.